Event description:
It was reported that inflatable penile prosthesis (ipp) device did not work, so the patient went to the hospital two weeks before surgery. All components were explanted and replaced. Upon explant, it was discovered that there was a crack in the cylinder tubing causing a saline leak. The cause of tube cracking has not been confirmed by the hospital. After this operation, the patient improved.

Event description:
It was reported that inflatable penile prosthesis (ipp) device did not work, so the patient went to the hospital two weeks before surgery. All components were explanted and replaced. Upon explant, it was discovered that there was a crack in the cylinder tubing causing a saline leak. The cause of tube cracking has not been confirmed by the hospital. After this operation, the patient improved.

Manufacturer narrative:
Investigation summary with all the available information, boston scientific concludes that visual inspection did not identify any leaks in the cylinders. The functional test identified that components performed within specifications. Based on this observations, the reported allegation is unable to be confirmed. Device history records (DHR) the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis visual analysis did not identify any leaks in the components; however an excess of adhesive was found on cylinder 1. Functional testing of the device showed components performed within specifications. Labeling review a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion based on the information available, a conclusion code of no problem detected was assigned to this investigation.